Event description:
About two months after the original surgery, the patient indicated pain and numbness. During a follow-up appointment, the surgeon observed that the posterior implant had migrated posteriorly. As a result, the surgeon performed a revision surgery to explant the cage.

Manufacturer narrative:
No product was returned for evaluation nor radiographs provided. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event could not be established with the information available to the manufacturer.